Event description:
Reportable based on device analysis completed on 09mar2026. It was reported that coil was unable to advance in the microcatheter. The target lesion was located in the splenic artery. A 15mm x 40cm interlock-35 was selected for use. During the procedure, the coil could not be pushed out of the catheter, and could therefore not be deployed. When it was pushed to the middle of the catheter, obvious resistance was felt. The procedure was completed with an alternate device. There were no patient complications as a result of this event. However, device analysis revealed the arm coil and zap tip had detached.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). Device technical analysis the device was received for analysis. The main coil, the introducer sheath, and the delivery wire were returned. It was observed that the main coil was bent and stretched at the primary coil section; moreover, the arm coil and the zap tip were detached. The introducer sheath was damaged at the twist lock. No other issues were identified during the product analysis. Device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the interlock device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.